Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her device was not working, and she talked to someone to ship it back, but she had not received any packaging. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a friend of the patient who does not know who called them to make an appointment for (B)(6) 2019. The caller didn't know much about the device besides the patient kept telling them that it was not working and they needed a new battery in. The reason for call was to determine who may have called the patient. The call center reviewed that the manufacturing company does not have that information and that they don't schedule appointments. The call center reviewed healthcare provider (hcp) information on file and provided phone number. Caller was redirected to the hcp's office. No further patient complications have been reported as a result of this event.